Manufacturer narrative:
A promus premier ous mr 24mm x 3.00mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid to distal region were lifted from the crimped stent position and bunched. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11may2021. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 24 x 3.00 promus premier drug eluting stent was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable post procedure. However, returned device analysis revealed stent damage.